Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the oxidized power unit. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to oxidation. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
The manufacturer received information regarding a dreamstation auto. The device was returned to a third-party service center. During visual inspection of the device, oxidation was found on the power input. This report is being submitted for the oxidation found on the power input during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The third-party service center visually inspected the device. During evaluation, oxidation was found on the power input. This incident has been deemed reportable due to the oxidation found on the power input. The manufacturer is submitting a initial only report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device has not been yet returned to the manufacturer.